Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon opened the suture and found that the suture and the needle were found detached and replaced it with a new suture. There was no patient injury.